Event description:
It was reported that the customer received a button error alarm. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No button error alarm. However unit had unresponsive button due to corroded act, down and up button on keypad trace. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end capsticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.